Event description:
As reported by the user facility bbm (B)(4). Nurse draws up 0.5cc of fluid in a 3cc neomed syringe. They program the syringe to deliver 0.5cc of fluid over 15 min. As soon as the syringe is loaded it pre-alarms that it is empty. After 2 min it only will have infused 0.1 of the 0.5cc of the syringe.